Event description:
It was reported that a drill overheated. The drill was not being used in a surgical procedure at the time of the event, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation requires.